Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported being in a case on 28-jul-2016. The first lead they opened was defective. They could visually see a bend and gap between contact 0 and 1. It was not implanted and replaced with a different lead. There were no associated symptoms. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the distal end of the lead was bent, new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.